Event description:
A hospital rep reported that during vitrectomy surgery, the system made an abdominal noise and the auxiliary light source blacked out. There were no other surgical details provided. There was no pt harm reported. F/u up info indicates the surgery was completed after charging to an alternate light source, produced by a different MFR.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).